Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and therefore, the customer was unable to interact with the pump. Reportedly, blood glucose (bg) elevated to 549 (mg/dl). The school nurse delivered a correction bolus, and the contact administered a manual injection which resolved the elevated bg. The customer reverted to manual injections for insulin therapy.